Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was unable to be implanted due to failure to advance in stylet. The physician attempted several times but was unsuccessful. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece with stylet inserted inside the lead. Visual and x-ray examination found the offset inner coil at the distal region of the lead. The stylet insertion test could not be tested due to the offset inner coil at the distal region of the lead. The cause of the reported event was due to the offset inner coil consistent with procedural damage. The s-curve height was measured to be within specification.